Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated. Unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. The provided logs did not contain the data needed to investigate further. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess)procedure. It was reported that the site had successfully registered their patient but were unable to advance into navigate. The representative was not on site to further troubleshoot. It was further noted that the representative called the account and stated they rebooted the system and the issue resolved. There was no reported delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information refused by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the clinical specialist (cs) and the ent (ear, nose, throat) manufacturer representative on site were unable to replicate this issue. They reported that this has only occurred once on site.